Event description:
Customer reported intermittent poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the cmos battery. System operates as intended. (B) (4).